Manufacturer narrative:
Facility is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1 (event site telephone: (B)(6) a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the keypad controller pcb, color video receiver pcb, and keypad controller to video receiver pcb, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is distorted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.